Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had surgery in 2016 to put the lead in and in 2017 it stopped working so she had to had to have surgery to replace it after one year. The steps taken to resolve the issue included replacing the lead. It was noted that there was a discrepancy in whether the ins or the lead was replaced, however, patient device registration confirmed that the leads remained implanted while only the ins was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that her previous ins was replaced because it stopped working after about a year. The patient reported that she was not sure why it stopped working. No further complications were reported.